Event description:
The customer reported that their device was intermittently not completing the boot up cycle. The device would attempt to power on, then all the lights on the device would flicker and the device would lose power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be a thermally sensitive crystal, designator y1 from the sbc (single board computer), located on the system pcb assembly.